Event description:
The customer states that an axsym bhcg result of 6.42 mlu/ml was reported on a female pt. The pt's nurse questioned the result stating that the pt was five months pregnant. The pt sample retested at 32,250 and 32,433 mlu/ml. No impact to pt management was reported.